Event description:
Pt with history of thrombotic thrombocytopenia purpura being treated in ICU with plasmapheresis & steroids. While undergoing plasma exchange pt had a gran mal seizure & arrested. Advanced cardiac life support was unsuccessful. Pt expired.